Manufacturer narrative:
The device was electively explanted for the patient to have MRI and no device malfunction was reported. A review of the complaint revealed that the reason for return was unrelated to device performance. This report is filed on august 14, 2019.

Event description:
The device was electively explanted for the patient to have MRI and no device malfunction was reported. A review of the complaint revealed that the reason for return was unrelated to device performance.

Manufacturer narrative:
This report is submitted on july 04, 2019 by cochlear limited.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to MRI of the recipient's head. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2019.